Event description:
The customer reported that the system failed to boot to a usable state. No pt or injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor pcb and the intelligent shutdown pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.